Event description:
It was reported that post-implant of a realize adjustable band, the patient experienced a port flipped. During the first adjustment, the port could not be accessed. Per the sales rep, the port was not originally placed per the instructions for use. On the original implant, a piece of mesh was on the port, laid it flat on fascia but did not use the port applier to deploy the hooks. As a result, the port had become loose off the fascia and flipped. During port revision procedure on (B)(6), 2011, the mesh was removed and a clamp and forceps were used to deploy the hooks of the original port through the fascia. There were no patient consequence.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.